Event description:
The customer reported that they received an erroneous result for one patient sample tested for thyrotropin (tsh). The sample initially resulted as 31.79 uiu/ml. The sample was repeated and resulted as 0.032 uiu/ml which was reported outside of the laboratory. The sample was repeated a second time, resulting as 31.19 uiu/ml. The second repeat value of 31.19 uiu/ml was believed to be correct. The patient was not adversely affected by the event. The tsh reagent lot number was 17036903 with and expiration date of 07/31/2013. The field service representative determined that there was a clot in the extra wash station. He cleaned the extra wash station. He observed the e module performing correctly per specifications. All system checks were successful. The customer ran quality controls and all were ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results - (B)(4), device subassembly = extra wash station.